Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump failed leak test. The insulin pump leaked at the back of the case. No traces of moisture found at the electronic or motor assemblies per visual inspection. The insulin pump was received with faded serial number label and with minor scratch display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a leak was found on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.